Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they have found air bubbles in the reservoir for the last few days. It was stated that the customer had high blood glucose over weekend and found air bubbles when the set was changed. Blood glucose value is unknown. Customer's mother stated, the insulin pump was not rewound with a reservoir in place but insulin was not stored at room temperature. It was advised to allow insulin to reach room temperature before use. Customer would be changing the set.